Event description:
On (B)(6) 2026, while preparing for a deep venous puncture on a patient in our department, we discovered that the newly opened positive pressure connector connected to the needle water did not dispense any solution. When connected to a microinfusion pump, it reported a blockage, but the needle water flowed freely when pushed through with a syringe. The connector was immediately replaced, and no adverse effects were observed in the patient.

Manufacturer narrative:
A mz1000 china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25035127. The feedback provided by the customer states that, "the newly opened positive pressure connector connected to the needle water did not dispense any solution." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25035127 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.